Event description:
It was reported that during use with a bd 0.3 ml insulin syringe with bd ultra-fine¿ needle 3 needles had a larger diameter. This brought pain and discomfort to the patient. The following information was provided by the initial reporter: patient informs that it is already the third time that he buys the package of the needle and comes with at least one bigger needle of all. In that last package she bought, she found three bigger needles. In the first package she bought without realizing it, she used it where she felt pain and discomfort leaving the application site sensitive, in the second package she found two large needles and in the last one she found three where she booked and took them to the pharmacy that advised the patient to contact bd. The patient reported that she just bought a new package but has not opened it yet. Asked if the patient still had the packages of the first and second cases to collect the information, but the patient discarded it.

Manufacturer narrative:
The following field was updated due to additional information: f.10. FDA device problem code(s): 2338. H.6. Investigation: customer returned a photo of 3/10cc syringes. Customer states that there are bigger needles and there is pain and discomfort. The photo was examined and it is difficult to determine the cannula length from the attached photo. Also, it is difficult to determine if there are any defects present that would cause pain during an injection from the attached photo. A review of the device history record was completed for batch# 8036874. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200741011, 200740157, 200740437, 200738624] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8036874, medical device expiration date: 2023-02-28, device manufacture date: 2018-02-05, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd 0.3 ml insulin syringe with bd ultra-fine¿ needle 3 needles had a larger diameter. This brought pain and discomfort to the patient. The following information was provided by the initial reporter: patient informs that it is already the third time that he buys the package of the needle and comes with at least one bigger needle of all. In that last package she bought, she found three bigger needles. In the first package she bought without realizing it, she used it where she felt pain and discomfort leaving the application site sensitive, in the second package she found two large needles and in the last one she found three where she booked and took them to the pharmacy that advised the patient to contact bd. The patient reported that she just bought a new package but has not opened it yet. Asked if the patient still had the packages of the first and second cases to collect the information, but the patient discarded it.